Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions showed a non-sustained oversensing episode. It was suspected that the episode was not displaying oversensing and was a result of the patient's implantable cardioverter defibrillator detecting the same r waves at different times on two sensing vectors. Programming changes were made, but were reverted at a later clinic visit. The patient reported pain as a result of device migration but overall was fine.